Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No testing was done due to no part being returned. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the images displayed white and inverted when loaded. Technical services (ts) had the manufacturer representative input the pixel offset settings and the issue was resolved. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: software analysis. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software was performing as intended. Adjustment of the pixel offset setting resolved the issue.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.